Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window. No unexpected low reservoir alarm or battery alarm anomaly was noted. The pump was received with intermittent button response due to moisture damage on the keypad traces.

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were less than 20 units and he was unable to clear the alert. The customer stated that he dropped the pump on the bathroom floor. The customer stated that there are cracks at the upper left and right hand corners at each angles from the screen. The cracks are at 35 degree angles from the screen and 3/8ths inch along the top curvature of the pump. The customer was advised of the low reservoir and battery alarms. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.